Event description:
On (B)(6) 2014, the lay user/patient in italy contacted lifescan to report the one touch verio iq meter was giving inaccurate readings compared to another meter. The patient obtained the blood glucose readings of 70 mg/dl and 98 mg/dl on the reported meter and the readings of 100 mg/dl and 68 mg/dl on the other meter. There was no patient injury associated with this issue. As the issue was not resolved and the test results fell outside expected values for meter to meter accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.